Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2009. 419488 lead, implanted: (B)(6) 2009. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a staphylococcus infection with vegetation on the right atrial (ra) lead. The cardiac resynchronization therapy defibrillator (crt-d) system was removed and the patient was treated with antibiotics. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.